Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue: the basal history did not match active basal program. It was reported the patient's blood glucose was 395 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's basal settings were recently changed. This complaint is being reported because the reported pump issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2016-product analysis: the device was returned and evaluated by product analysis on 03/31/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. The total daily dose was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).